Event description:
Caller alleged discrepant inratio2 inr result in comparison to the laboratory inr result. Results are as follows: date (B)(6) 2013, inratio2 inr 2.7, laboratory inr 1.2. The time between testing was one hour. Reportedly, the patient had been off coumadin the prior three days in preparation for a procedure. Therapeutic range was not provided for the patient. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Date (B)(6) 2013, inratio 2.7, reference 1.2, mean 1.95, confidence limits 1.3 - 2.7. The mean of the inratio meter and comparative system inr were calculated. The reference value falls outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/ inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. In-house therapeutic donor testing performed on reported lot 306130 on (B)(4) 2013 yielded the following results: donor (B)(4): inratio 2.0, 1.9, 1.9, reference 2.31, bias threshold 1.31-3.31, %cv 2.99. Donor (B)(4): inratio 3.1, 3.0, 3.3, reference 3.28, bias threshold 2.28-4.28, %cv 4.88. All replicates for each donor were within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria had been met. No further investigation required. Conclusion: analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. No product was returned so retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. Root cause could not be determined from the information provided by the customer. (B)(4) discrepant result complaints were reported for lot # 306130, yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action; no further action is required at this time. This issue will be subject to tracking and trending.